Event description:
It was reported that there was an issue with the time settings on the customer's pump, resulting in a discrepancy of more than five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with updating the pump time and advised monitoring and following up if the time discrepancy recurred, which the customer understood and acknowledged.